Event description:
Technical services was contacted by a dealer regarding the joystick. Reportedly the joystick is intermittently working. The dealer was advised to replace the spjap. No further update has been received. No injury.